Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was a failed heater. Arctic sun device failed calibration error 80 (water check time out, unable to reach calibration temperature). Expected value was 28, actual value was 11. It was determined during testing that the device had a failed heater. They would order and replace the heater in house, parts and price provided. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 28, actual value was 11. It was determined during testing that the device had a failed heater. They would order and replace the heater in house, parts and price provided.